Event description:
Physician was adjusting the microscope to start the cataract surgery and the primary optic source fell off catching the rt side of the drape and the patient's forehead. Bruising was noted on patient's forehead.